Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. If intravenous thrombolytic therapy or surgical/percutaneous intervention occurred, or harm occurred due to the device, this is considered a serious injury. The device was not returned for evaluation, as its availability is unknown . The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 3300tfx 25mm after an implant duration of 3 years, 11 months due to severe stenosis and thrombus. Per medical records the patient presented with acute on chronic diastolic heart failure, dyspnea, lightheadedness, and orthopnea. In a separate hospital admission seven months prior, tee revealed aortic stenosis with thrombus and mitral annular calcification. Patient was started on IV heparin and transitioned to warfarin upon discharge. Unfortunately, the patient's stenosis and dyspnea persisted, and the patient opted for a redo avr. Intraoperatively, the 25mm 11500a valve was resected and annulus was decalcified. The replacement 25mm 3300tfx valve was seated into position and the sutures were secured with core knots. The patient was weaned off cardiopulmonary bypass without any significant difficulty. The patient was taken back to the ICU with stable hemodynamics. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.